Event description:
It was reported that the trek rx ruptured during predilatation with low pressures of the heavily calcified, right coronary artery (rca) target lesion. An nc trek was able to successfully predilate the target lesion. The xience xpedition (xx) stent delivery system (sds) crossed the lesion smoothly and the stent was deployed with one inflation. A couple of seconds were spent for the sds to deflate. Neutral pressure was applied to the sds and the sds was pulled into the guide catheter. Slight resistance was encountered during removal of the sds, a minimal level of force was applied, and the shaft separated in the guide catheter. The separated segment of the sds was removed with the guide catheter. There were no adverse patient effects and no clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). (B)(4) - failure to follow steps/instructions. The device was returned for evaluation. The reported shaft separation was confirmed. The resistance during withdrawal could not be tested due to the condition of the device. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. The other device (trek) referenced has been filed under a separate medwatch MFR number.